Manufacturer narrative:
A review of the available information was performed. The manufacturing records for the onxace-21 sn (B)(4). Were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Onxace-21 sn (B)(4). Was implanted (B)(6) 2019 in the aortic position of a 53-year-old male and, apparently, explanted on the same day. The implant registration card came back to the manufacturer¿s device tracking department with ¿explanted¿ written in bold red marker across the face of the document. That is all the information we have. The hospital would not release any information without the patient¿s consent. Consequently, there is too little information to know what, if any, relationship the explantation has to the valve. The instructions for use (IFU) for the on-x valve acknowledge explantation as a potential consequence of a complication following prosthetic valve replacement, but the complication leading to the decision to explant is not provided in this case. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
"Explanted" was written on the implant registration card. Reason for explant is still currently unknown.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
"Explanted" was written on the implant registration card. Reason for explant is still unknown.